Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporter is jnj employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 310.310 lot: 73p7047 manufacturing site: bettlach release to warehouse date: october 13, 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non conformances were identified. Visual inspection: the drill bit ø3.2 l145/120 2flute was received at us customer quality (cq). Upon visual inspection, there was small nicks on the edge of the flutes. Functional test: as mating devices were not returned and or no information related to patient bone density or quality was provided, a functional assessment could not be performed. Dimensional inspection: measured dimension shaft diameter: conform document/specification review current and manufactured drawing was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the returned device exhibited small nicks on the edges of the flutes. It is suspected this condition of the device impacted the device functionality during usage. Although no definitive root cause could be determined based on the provided information, the investigation revealed that the issue was likely due to the device or component failure. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a procedure for distal femur valgus osteotomy, the edge of the bit was noticed to be lacking an edge. There were no fragments generated. There was no surgical delay. Another bit was used to complete the procedure. The procedure was completed successfully. The patient was reported to be in a stable condition after the procedure. This report involves one (1) 3.2mm drill bit/qc/145mm. This is report 1 of 1 for (B)(4).